Event description:
It was reported that the patient was seen in the emergency department due to syncope and an appropriate shock for a ventricular fibrillation episode. A remote transmission showed that there was a lead warning on the superior vena cava coil of right ventricular lead for high impedance. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: 4076 lead, implanted 2011 (B)(6). (B)(4).